Event description:
Elevated blood glucose levels 700 md/dl (hyperglycaemia nos). Case description: a nurse reported that a patient experienced elevated blood glucose levels for two days while using an innovo insulin doser. In november the patient, who has a history of type 1 diabetes since 1966, switched from conventional insulin syringes to the innovo. In 2001, their blood glucose levels became elevated (>300 mg/dl). Their blood glucose levels continued to become progressively higher and 2 days later, before lunch their blood glucose level was 585 mg/dl. After lunch their blood glucose level was greater than 600 mg/dl, so patient went to an urgent care facility. At the urgent care facility their blood glucose level was still greater then 600 mg/dl and patient was immediately sent to the emergency room. In the emergency room their blood glucose level was measured at 700 mg/dl. Patient was started on an insulin drip and was sent home eight hours later when their blood glucose level was less than 300 mg/dl. After leaving the hospital the patient switched back to conventional insulin syringes and their blood glucose levels have remained normal. The nurse stated that the patient brought the innovo to their office 2 days later and the doser passed the function check and appeared to be working correctly. The patient told the nurse that for the past week patient was not doing an air shot before each injection and patient was only changing the disposable needle after every third injection. There had not been any changes in their diet, medications, activity level or health status at the time of the event. Concomitant medication: lantus (insulin glargine) due to diabetes mellitus insulin-dependent, 24 iu subcutaneously daily.